Event description:
A 23mm aortic pericardial valve, implanted three (3) months, was explanted due to unknown reasons. The device was replaced with a 25mm aortic valve. Despite several attempts to obtain additional details on the event and patient, no further information has been provided. Should new information be received, a supplemental MDR will be submitted.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.